Event description:
Husband reported, the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. He replaced the battery, but this did not resolve the issue. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.